Manufacturer narrative:
(B)(4). Results: other (based on limited details provided, the reported event cannot be confirmed).

Event description:
A 3.00mm x 15mm driver rx coronary stent system was inserted into the pt for treatment of a 3.0mm mid lad, bifurcation lesion with diagonal branch. Lesion was reported to be non tortuous with moderate calcification. The lesion was pre-dilatated, once, with a 2.50mm x 10mm pre-dilatation balloon, to 8 atms. The 3.00mm x 15mm driver rx coronary stent system was implanted at the lesion. A 3.25mm x 12mm post-dilatation balloon was then inflated to 17 atm. It was then noted that the driver rx coronary stent was fractured. Kbt (kissing balloon technique) was used to open the diagonal and main lad vessel. It is reported that most of the lesion was covered by the longer portion of the stent. No additional stents were deployed. Pt status post procedure was reported to be stable. No clinical sequelae were reported.